Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion to treat lumbar spinal canal stenosis at l4-5. It was reported that during the final tightening of the setscrew, a thread-like metal piece came out from the setscrew. The fragment was removed from the patient. No patient complications were reported.